Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomed. Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the solenoid driver board and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board checks. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d4(UDI#). Investigation of the 0670-00-0639 serial number (B)(6) was performed bytechnician of the maquet national repair center. The national repair center installed the pcb,solenoid driver part number 0670-00-0639 serial number (B)(6) into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The nrc verified the failure of the board failing the pm checks. The voltages verified did not meet factory specifications. The board failed testing. This part is obsolete and the supplier is incapable of testing this part. We will retain this part and process it for scrap as per procedure.

Event description:
N/a.